Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty inserting the guide wire could not be confirmed as the returned guide wires were individually advanced into the sheath from the guide wire exit port through the entire sheath with no resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulty inserting the guide wire could not be determined. However, the subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices using the pre-close technique via a 7f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the first proglide device was rotated approximately 30 degrees. It was not possible to depress the plunger until the black collar met the body of the proglide device. The plunger was removed and a needle kink was visible. The proglide device was removed. The suture of a second proglide device was successfully pre-placed; however, it was not possible to reinsert an angled guide wire in the first 2cm of the guide wire exit port. Non-abbott wires and stainless steel wires we attempted but only a straight wire was able to be reinserted. The suture of a third proglide device was successfully pre-placed. The sheath was upsized to greater than 8.5f and the tavr procedure was completed. Hemostasis was achieved with the successfully pre-placed sutures of the second and third proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.